Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with unknown blood glucose level. The customer was treated with intravenous insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they received insulin flow blocked alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. No rattling noise during testing. No loose components inside the device during the visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay. (B)(4).